Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the device stopped spinning and the .025 wire was seized inside the catheter. The wire would not come out, so the device and wire were removed as one unit. The shaft appeared to have unraveled a bit. A 6fr ptd was deployed and the case was completed successfully. No patient injury. No delay in treatment.

Event description:
The customer alleges that the device stopped spinning and the .025 wire was seized inside the catheter. The wire would not come out, so the device and wire were removed as one unit. The shaft appeared to have unraveled a bit. A 6fr ptd was deployed and the case was completed successfully. No patient injury. No delay in treatment.

Manufacturer narrative:
(B)(4). The customer returned one guide wire through a ptd catheter. Visual examination revealed the ptd coils are tightly wound around the guide wire. The ptd coils are twisted and unraveled. The returned guide wire contains numerous kinks. The guide wire contains numerous kinks from 290-510 mm from the proximal end. The returned guide wire is unable to be removed from the returned ptd catheter. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. The instructions for use (IFU) provided with this kit instructs the user to lock the catheter into the rotator drive unit, insert the guidewire into the flexible catheter tip, pass the guidewire through the catheter and out the back end of rotator, and remove the guidewire before beginning the thrombolysis procedure. The reported complaint of a guide wire caught in the ptd catheter was confirmed by complaint investigation. The returned ptd cable was tightly wound around the returned guide wire. The cable was unraveled and the guide wire contained numerous kinks. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the information provided and the sample received, the procedure was not completed per the IFU. An in-service request will be initiated.